Event description:
It was reported during a lap lar procedure, the device used on long case. Instrument error code appeared on machine. Retightened but error codes persisted. Not noted how case completed. No pt consequence.